Event description:
It was reported when using the pyxis medstation es system bottom drawer required maintenance. The customer reported that there was no delay in dispensing the medication, as they were able to obtain the medication from another system. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction was full height drawer 3 showed disconnected. A field service engineer replaced the controller board and module boards to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.